Manufacturer narrative:
(B)(4).

Event description:
It was reported a loss of aspiration occurred. During the use of an angiojet® solent¿ omni thrombectomy catheter, the system hung up 5 seconds into the first run of aspiration, it was noted the pump was leaking water. The system was reset and the catheter was flushed for a few seconds, the system hung up again. The physician switched the catheter and the system worked fine to complete the procedure. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an solent omni thrombectomy system. Device. Visual examination, there was no damage or irregularity in the catheter. There was no damage or irregularity in the male connector with female luer connector. The thrombectomy system was inserted in to the ultra-console for functional testing. The catheter would not get into priming mode and received a ¿check saline supply¿ error. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported a loss of aspiration occurred. During the use of an angiojet® solent¿ omni thrombectomy catheter, the system hung up 5 seconds into the first run of aspiration, it was noted the pump was leaking water. The system was reset and the catheter was flushed for a few seconds, the system hung up again. The physician switched the catheter and the system worked fine to complete the procedure. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported a loss of aspiration occurred. During the use of an angiojet® solent¿ omni thrombectomy catheter, the system hung up 5 seconds into the first run of aspiration, it was noted the pump was leaking water. The system was reset and the catheter was flushed for a few seconds, the system hung up again. The physician switched the catheter and the system worked fine to complete the procedure. No patient complications were reported and the patient status was stable.